Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the q1 current controlling transistor was shorted on the battery board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the batteyr packs.